Manufacturer narrative:
Evaluation summary: the product was not returned for evaluation for the report of a cracked lens that had to be removed; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. The root cause for the customer complaint issue cannot be determined. Additional information was requested and received. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a cracked intraocular lens (iol). Additional information was provided by the scrub tech, who reported that the event occurred during the intraocular lens (iol) implant procedure. The iol was removed and replaced during the procedure. There was no patient harm. According to the scrub tech, in the surgeon's opinion the iol, shooter or cartridge contributed to the event. There are two medical device reports associated with this event. This report is for the handpiece/shooter.